Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support instructed the customer on several troubleshooting steps, including confirming that the pump was not plugged into a power source and attempting to turn it on using the power button, but these efforts were unsuccessful. As a result, technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy in the interim.